Event description:
It was reported that the patient experienced a hyperglycemic event with blood glucose reported at 400 mg/dl resulting in presentation to the emergency room. Limited information was available regarding precipitating factors. The patient was treated in the emergency room with subcutaneous insulin and discharged the same day without inpatient admission. Investigation included review of available user-reported information; however, no pump data were available for the date of the event, and the cause of the hyperglycemia could not be determined. The patient subsequently resumed therapy with the ilet system. It was concluded that the cause of the event could not be established, and no device malfunction was confirmed. If additional information becomes available, a supplemental MDR will be submitted.